Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing due to myopotential oversensing. The asymptomatic patient was brought into clinic and the device was reprogrammed to resolve the oversensing. The patient would continue to be monitored remotely.